Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system had a drawer failure due to medication jam. A field service engineer cleared the medication jam to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system the full-height cubie drawer 5 was not able to open and prevented the user from accessing medications for a patient. The manufacturer tried to reach out customer for further information about this event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the ICU-b pyxis medstation system, the full-height cubie drawer 5 was not able to open and prevented the user from accessing medications for a patient. The manufacturer tried to reach out customer for further information about this event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer 5 was not able to open due to a medication jam. A field service engineer cleared the medication jam to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.